Event description:
It was reported that the atrial lead was noted to be dislodged post-initial implant. Outputs were reprogrammed and the lead functioned with a high pacing threshold. Within two months, the patient experienced phrenic nerve/diaphragmatic stimulation. The lead was repositioned but dislodged four hours later with no pacing. The next day the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5092-58 lead, implanted: (B)(6) 2014. (B)(4).